Manufacturer narrative:
Upon receipt, the device was received with the packaging intact. Visual inspection of the lead barrel and header of the device noted no irregularities. All telemetry operations were found to be normal with the programmer. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. It was concluded that this device performed normally throughout laboratory testing.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated during pre-implant testing.